Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 177 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue. The customer reverted to manual injections and an alternate pump for insulin therapy.